Event description:
Information was received from a patient regarding an external device. Patient was on a trip at the time of the call, and will be away from home for an extended period of time. Patient left recharger at home, so serial numbers were unable to be collected. The reason for call was that patient reported that the paddle gets really hot while charging the implanted neurostimulator. Patient stated that the whole box gets hot but the paddle is where it burns their skin. Patient confirmed that they do not believe they had received any physical burns on their back. The patient stated this paddle they had been using was given to them manufacturing representative who was first notified that this specific recharger was not working shortly before the patient left for their trip. Patient mentioned they met with manufacturing representative several times for re-programming within the last 4-5 months, and for when they received their initial replacement paddle. Patient stated they have been in pain due to not being able to recharge their implant. Patient confirmed they will be unable to collect serial numbers for an extended period of time.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# unknown implanted: explanted: product type recharger product ID 97755 lot# serial# unknown implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: unknown, ubd: , UDI#: ; product ID: 97755, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.